Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Additionally, it was reported that an occlusion alarm occurred. The customer declined to provide additional information regarding the issue. There was no adverse impact to the customer¿s blood glucose level.